Event description:
It was reported that the patient was hospitalized with hypoglycemia. The pod was worn between 4 and 24 hours on the abdomen. The patient kept the pump settings in manual mode and woke up in the morning and went outside to go feed her horses and dogs. When she got back in the house, she went back to bed without having a snack and her blood glucose levels went low (exact level not reported), and she became unconscious. The patient's husband found her unconscious and assumed it was due to low blood glucose. He administered a glucagon injection and called 911 for an ambulance. The patient's glucose level in the ambulance was 155 mg/dl. When the patient arrived at the hospital, medical staff discovered she had elevated white blood cell counts indicating either a bacterial or viral infection. The patient presented with fever and dehydration. She remained hospitalized for 9 days to receive treatment for the infection. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.